Event description:
It was reported that a stent damage was occurred. The 99% stenosed, target lesion was located in the severely tortuous and severely calcified unspecified coronary vessel. A 3.50x12mm promus element plus stent delivery system (sds) was then advanced to the lesion but unable to cross. When the physician withdrew the device it was noticed that the distal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).